Manufacturer narrative:
Analysis: five (5) unopened/unused cannula were returned to medtronic for eval. Three (3) of these products were from the same lot (2007010435) as the complaint device, and two (2) were from a different lot (2006100947). Inspection shows no outward signs of physical damage or defects. All five cannula had their protective sheath covering the cannula tip and body. No damage to the outer packaging was noted. One unit from lot 2006100947 was opened and visual inspected. No gross anomaly was identified. All five units have been returned to the supplier for further eval. A review of complaints has noted no similar reported cases on this product model. Conclusion: no definitive conclusion can be drawn at this time concerning this event, as product analysis has not been completed. A supplemental report will be submitted upon completion of the investigation.

Event description:
Medtronic received info that at the conclusion of the case, when the cannula was being removed, the tip came off the cannula and remains inside the pt. The surgeon referred to it as "embolized". No adverse effect to the pt one day after surgery. The nurses looked at a newly opened cannula and that tip pulled off. The cannula that was used on the pt is retained with the facilities risk mgmt. It was reported that a cannula from the customers inventory will be returned for eval.